Event description:
Customer reported the panorama central station's wireless transceiver had lost communication, which may have affected pt monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the unit. Corrections included replacement of the wireless transceiver's power supply and clearing the system's error logs. Communication was reestablished.